Event description:
Patient reported continuous hyperglycemia on v-go device. Patient reported a high glucose of 600 with symptoms of drowsiness headache, polyuria and polydipsia. Patient stated that the v-go needle retracted by its own, when she experienced glucose reading greater than 600. V-go user treated the hyperglycemia by taking novolog injections every two hours. Patient disposed of all v-go devices related to the hyperglycemia. Patient has discontinued v-go use and returned to insulin injections for blood glucose management.